Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer for preventive maintenance. During evaluation, the ventilator failed the system leak verification: pressure drop over 10s test. The device was not in use with a patient. No harm or injury was reported. The device's muffler assembly was replaced to address the issue. Final testing was completed without further failure. Periodic maintenance activities were completed.